Event description:
Patient reported receiving erratic blood glucose results (42 mg/dl - "hi"). While using the suspect device. On the day of the event, patient began seizing and was transported to the hospital. Upon their arrival at the hospital, patient's blood glucose measured 2639 mg/dl. Patient could not recall whether they had tested their blood glucose for the 24 hours preceding the event. Patient did not provide any details about treatment received. Controls had not been run on the system. A request was made for the return of the suspect device and replacement product was shipped.